Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump and provided pump reset information. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump but to call back if the issue reappears.